Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test due to cracked end cap. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while changing the infusion set. It was also found the customer was unable to bypass the alarm with a battery and reservoir change. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.